Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and corrective actions for the device described in this report. Based on the reported event and our investigation, the event was caused by use that is beyond use described in our labeling and approved intended use.

Event description:
It was reported that methylene blue had been injected into the pt's central line and was then seen in the water compartment of the device. The oxygenator had not been placed on the pt when this occurred. It was noticed as the cover was pulled off the inlet. The device was already connected on one side. The oxygenator was replaced with another device. No effect to the pt. (B)(4).